Event description:
It was reported that the patient received an implant of an ams 700 inflatable penile prosthesis device and reported thinning in the implant. The penis is not functional and the patient is requesting a replacement for the reconstruction of the corpora cavernosa. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Manufacturer narrative:
Additional information received that the revision surgery occurred on (B)(6)2019 due to erosion of the cylinder. The pre connect device and reservoir were replaced.

Event description:
It was reported that the patient received an implant of an ams 700 inflatable penile prosthesis device and reported thinning in the implant. The penis is not functional and the patient is requesting a replacement for the reconstruction of the corpora cavernosa. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.